Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported poor coupling as of 3 weeks or so prior to date notified. However, once troubleshooting was performed and the antenna was positioned properly with the use of the antenna locator function the issue was resolved and the patient was able to properly couple. It was then stated by the patient that they feel a vibration sensation inside their chest as of 2 weeks or so prior to date notified. The patient had experienced some falls prior to this sensation but nothing too dramatic. It was difficult for the patient to be understood, but they indicated that when their settings are lower they don't have dyskinesia. The implant was checked with the patient programmer (pp) which showed 2.0 on the left and right sides. Permission to adjust stimulation was given by the healthcare provider (hcp), but when trying to increase stimulation on the right side an upper limit reached screen was seen. Follow up with the hcp is to be conducted by the patient. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.